Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. The right ventricular (rv) lead exhibited high and unstable thresholds. It was also noted that the implantable pulse generator (ipg) exhibited premature battery depletion. No patient complications have been reported as a result of this event.